Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported that the lead could not be screwed on during the operation, so a new lead was used the same day. The cause of the issue was not known. The patient was currently under observation in the hospital. No patient complications/symptoms were reported.

Manufacturer narrative:
Analysis of the stimloc discovered no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying the issue of the "lead could not be screwed in". It was reported it was not that the lead could not be screwed on but the issue of the stimloc hole cover.